Event description:
Caller reported not seeing drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through the process of filling and loading a new cartridge on the pump. After completing the instructed steps, drops of insulin were visible, and the insulin delivery was successfully resumed. Caller requested a replacement cartridge, and the issue was resolved following completion of the load process.